Manufacturer narrative:
(B)(4). Pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, missing display window cover, cracked case behind the pump near the battery compartment, cracked reservoir tube lip, cracked retainer, and minor scratched lcd window.

Event description:
Information received by medtronic indicated that the top of the lcd screen and battery compartment and top of reservoir compartment were damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.